Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 could not be recovered and the "u" click was broken. A field service engineer (fse) responded to a customer report that matrix drawer 1 would not open or recover. Upon arriving on site, the fse inspected the drawer by opening the back panel and found the u-shaped solenoid pin broken. The station was powered down, and the drawer was fully removed to access and replace the solenoid plunger. After reassembling and reinstalling all components, the station was restarted, and both the windows desktop and hardware testing application were launched. The drawer was successfully tested with no malfunctions. The customer was able to log into the user application and recover storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door 1 was failed to recover. U click was broken. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.